Event description:
Maude event report received indicates that during a procedure the tip of a 3.2mm drill bit/jc/130mm broke off and was embedded into the bone.

Manufacturer narrative:
This info was not provided on maude event report received. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion could be drawn as no device was returned. Review of manufacturing records for this specific lot number has been requested. Date of manufacture has been requested.